Manufacturer narrative:
The device were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. As per the radiographic image review, 2 post op x ray for 2 level acdf c4-5, c 5-6 are probable levels. Initial image shows adequate hardware position with inferiorly directed screws in c4. In the delayed image there has been further subsidence and loosening with back out of the c5 and c6 screws. Product identifier is unknown, hence 510k# is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via the manufacturer representative post-op the cervical fusion procedure in a patient. It was reported that 6 weeks post-op the implant loosened, there was more loosening of the implant after 8 weeks. Product was explanted on (B)(6) 2021. Product will not be returned. Patient had complaints regarding swallowing.